Manufacturer narrative:
Date rec¿d by MFR : 09may2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. No indication that the touchscreen was functioning when the nav-ring issue was encountered. The manufacturer¿s field service engineer (fse) reported that when he arrived to service the ventilator the customer had already received the part and installed it. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24jul2020. B4: 27jul2020. The determination could be made that the device failed to meet specifications, the navigation-ring failures were determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the nav-ring was inoperative. There was no patient involvement. Event date not specified, estimate used.